Event description:
It was reported by the physician that the intraocular lens (iol) was removed and replaced without complication due to the patient's inability to adapt to monovision after routine cataract surgery with iol implant. This event was reported as a patient issue and not a device problem.

Manufacturer narrative:
The intraocular lens was discarded by the account and will not be received for analysis. It was reported by the physician that this was a patient issue, and not a product issue. Patient was not able to adapt to monovision. The iol met all manufacturing specifications prior to release. Device discarded by the end user.